Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested and revealed multiple low flow estimates as well as sustained low flow hazard events. Calculated pulsatility index (pi) also appeared stagnate. It was further reported that patient had sepsis and right heart dysfunction. The patient had computed tomography angiography (cta) done but it did not show outflow graft issues. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported sepsis and right ventricular dysfunction could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Transient low flow alarms were captured on 24nov2022 after a period of sustained low flow alarms that lasted several hours in the early morning of 24nov2022. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient reportedly had sepsis and right ventricular dysfunction that may have explained the low flow events. A computed tomography angiogram of the patient¿s chest did not show any outflow graft issues. The patient was asymptomatic. Multiple requests for additional information regarding the report of sepsis and right ventricular dysfunction were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, sepsis, and localized infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event and infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.